Event description:
Procedure: appendectomy. Reportedly, opened an instrument and loaded, placed on tissue, fired and instrument would not open, locked down on tissue. Procedure was converted to open to remove instrument and load. Tissue was sent to pathology with the load stuck on it. No further patient injury reported. Incidentally, the scrub loaded the first instrument but the jaws would not open. Instrument was manipulated until it opened, occurred outside patient. Used a new load and it would not open. Opened a 2nd instrument and new load and it would not open while outside patient again.